Event description:
A 8mm diameter x 40mm length medtronic ave biliary stent was inserted for placement in the mid-right ilac atery. The reference vessel diameter was determined to be 9mm, however, only an 8mm diameter medtronic ave stent was available on the shelf at the time of the case. Therefore, the physician opted to use an 8mm stent instead of a 9mm stent that would have matched the reference vessel diameter. The stent was deployed and the stent delivery system removed without difficulty. Following deployment of the stent, a 9mm diameter pta balloon was inserted to further expand the stent. Upon insertion of the 9mm pta balloon, the distal end of the stent became "accordioned." The stent was then snared from the pt's iliac artery and another MFR's stent was successfully deployed to treat the target lesion. There was no add'l clinical sequelae reported relative to the event. The pt is reportedly doing fine.